Event description:
It was reported that a one-link non-dehp y-type standard bore catheter extension set "fell apart" and the male adapter end came unattached from the y site adapter and leaked. The issue occurred when primed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device and photographs of the sample were provided for evaluation. Visual inspection of the photographs and actual sample identified the tubing separated from the y-junction; no solvent was noted in tubing. The reported condition was verified. The cause of the separation was due to an improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.